Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated there was an insulin leak in the system during use and this resulted in elevated blood glucose. No adverse event was reported. The alleged product was requested for evaluation.